Event description:
The customer reported a speaker malfunction on the intellivue multi measurement server x2. No sound came from the device. It was not confirmed if the device was in use or not at the time, however no adverse event to patient or user was reported.